Event description:
The pt reportedly developed a skin flap infection. The pt was hospitalized on (B)(6) 2015. The pt was treated with azithromycin. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device on the contralateral side.